Event description:
During follow-up, decrease impedance was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and the physician suspects lead damage on the rv lead. The rv lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. Visual inspection found an internal insulation abrasion breaching the ring electrode cable lumen and right ventricular cable lumen under the right ventricular shock coil. One re etfe cable coating was abraded while the other one was intact; the inner coil lumen and the ptfe liner were abraded exposing the inner coil in one location. The cause of the reported event of low pacing lead impedance was isolated to one ring electrode etfe cable coating and the inner coil ptfe liner being abraded under the right ventricular shock coil.